Event description:
The customer reported "iris potentiometer errors" and a loss of sys functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The iris potentiometer motor sensor was evaluated and replaced. The main power cable was also replaced. The sys was tested and found to be working as intended and returned to svc.